Manufacturer narrative:
The reagent has been requested to be returned for investigation. The cause of this event is unknown.

Event description:
The customer reported a false negative leukocyte and bacteria on the multistix 8 sg reagent strips for urinalysis, read visually, when compared to the microscopic exam of the sediment. There was no report of injury due to this event.

Manufacturer narrative:
Siemens tested the submitted reagent strips which showed no obvious visible damage or degradation. The bottle arrived tightly capped and containing the expected desiccant. No patient samples were submitted. All values for both test solutions reported in the expected ranges: strips tested with positive (42 cell/mcl) leukocyte solution developed the characteristic purple color on the leuk pad, matching the 30-47 numeric designation range for small positive. Strips tested with positive (0.15 mg/dl) nitrite solution developed definite positive color on the nit pad, averaging well into the 15-30 numeric designation range for positive range. Conclusion: the customer report of false leukocyte and bacteria results when visual testing with multistix 8sg was not observed.

Manufacturer narrative:
The customer stated that no reagent will be returned. The cause of the discrepancy in results cannot be determined based upon the information that the customer provided. Proper technique and maintenance were reviewed with the customer. The customer stated that they are no longer using multistix 8 sg strips.